Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there were o2 issues. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) and customer troubleshot the device together. While in the pneumatics screen, the average air was reading -19.0 standard liter per minute (slpm) and the average o2 was reading +23.5 slpm. The rse advised that there might be an issue with the flow sensor assembly or o2 solenoid.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.